Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), menorrhagia ('menorrhagia'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 322507- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder, sulfonamide allergy, multigravida (g3) and grand multiparity (p3). Concurrent conditions included uterine bleeding, spondylolisthesis nos, vestibular neuronitis, trigeminal neuralgia, fibromyalgia, osteoarthritis, hypothyroidism, arthropathy, anxiety, nausea and procedural pain. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), infection ("infection"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("vision problems"), tooth loss ("tooth loss"), toothache ("tooth pain"), fatigue ("fatigue"), insomnia ("insomnia"), skin disorder ("skin problems") and tinnitus ("tinnitus"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, autoimmune disorder, allergy to metals, infection, urinary tract disorder, alopecia, headache, visual impairment, tooth loss, toothache, fatigue, insomnia, skin disorder and tinnitus outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, fatigue, genital haemorrhage, headache, infection, insomnia, menorrhagia, pelvic pain, skin disorder, tinnitus, tooth loss, toothache, urinary tract disorder and visual impairment to be related to essure. The reporter commented: the left tubal ostium : four trailing coils were noted in the uterine cavity and right tubal : three trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2017: mild chronic cervicitis with few nabothian cysts. Secretory phase pattern endometrium. Right fallopian tube with no significant pathologic changes. Left fallopian tube with paratubal cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 27-aug-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), menorrhagia ('menorrhagia'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 322507- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder, sulfonamide allergy, multigravida (g3) and grand multiparity (p3). Concurrent conditions included uterine bleeding, spondylolisthesis nos, vestibular neuronitis, trigeminal neuralgia, fibromyalgia, osteoarthritis, hypothyroidism, arthropathy, anxiety, nausea and procedural pain. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), infection ("infection"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("vision problems"), tooth loss ("tooth loss"), toothache ("tooth pain"), fatigue ("fatigue"), insomnia ("insomnia"), skin disorder ("skin problems") and tinnitus ("tinnitus"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, autoimmune disorder, allergy to metals, infection, urinary tract disorder, alopecia, headache, visual impairment, tooth loss, toothache, fatigue, insomnia, skin disorder and tinnitus outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, fatigue, genital haemorrhage, headache, infection, insomnia, menorrhagia, pelvic pain, skin disorder, tinnitus, tooth loss, toothache, urinary tract disorder and visual impairment to be related to essure. The reporter commented: the left tubal ostium : four trailing coils were noted in the uterine cavity and right tubal : three trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2017: mild chronic cervicitis with few nabothian cysts. Secretory phase pattern endometrium. Right fallopian tube with no significant pathologic changes. Left fallopian tube with paratubal cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: quality safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), menorrhagia ('menorrhagia'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 322507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder, sulfonamide allergy, multigravida (g3) and grand multiparity (p3). Concurrent conditions included uterine bleeding, spondylolisthesis nos, vestibular neuronitis, trigeminal neuralgia, fibromyalgia, osteoarthritis, hypothyroidism, arthropathy, anxiety, nausea and procedural pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), infection ("infection"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("vision problems"), tooth loss ("tooth loss"), toothache ("tooth pain"), fatigue ("fatigue"), insomnia ("insomnia"), skin disorder ("skin problems") and tinnitus ("tinnitus"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, autoimmune disorder, allergy to metals, infection, urinary tract disorder, alopecia, headache, visual impairment, tooth loss, toothache, fatigue, insomnia, skin disorder and tinnitus outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, fatigue, genital haemorrhage, headache, infection, insomnia, menorrhagia, pelvic pain, skin disorder, tinnitus, tooth loss, toothache, urinary tract disorder and visual impairment to be related to essure. The reporter commented: the left tubal ostium : four trailing coils were noted in the uterine cavity and right tubal: three trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2017: mild chronic cervicitis with few nabothian cysts. Secretory phase pattern endometrium. Right fallopian tube with no significant pathologic changes. Left fallopian tube with paratubal cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.